Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and noise. The physician thought an insulation issue was beginning. The noise that was indicated to have been falsely detected by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation. The device was also noted to be approaching the end of battery life. The plan is to replace the device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.